Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed due to a clip delivery system leak. It was reported that clip delivery system (cds) preparation, the gripper lever cap was leaking. The operator attempted to tighten the cap, however, the leaking continued. The cap had not been touched prior to the re-tightening attempt. The device was set aside and not used in a patient. There was no additional information provided regarding this device issue.

Manufacturer narrative:
(B)(4). Results of the returned device analysis confirmed the reported leaks and indicated polyimide tubing protrusion from the gripper lever assembly, resulting in the leak at the gripper lever cap. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, the reported leak appears to be related to the observed polyimide tubing protrusion. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.